Event description:
IV tubing set in channel with primary tubing set clamped. Tubing was disconnected from patient. Tubing and pump were set aside for approx. 1 hour while a new IV was placed. Once rn was trying to reconnect tubing to patient, rn noticed that there was large volume of fluid under IV pump and noted the secondary medication (albumin) was nearly empty. After investigating the tubing set, a very small pin hole was noted in the "pump segment" portion of the tubing that was inside the channel. Once the malfunction was found, new tubing was placed, and new medication ordered from pharmacy. This resulted in a significant delay in medication administration and resulted in requiring additional treatment.